Event description:
It was reported that a pt was brought in for shunt revision when it was discovered that the malfunctioning catheter had become disconnected from the snap base. The snap reservoir system was disconnected from the ventricular catheter with no flow of csf noted. The device was explanted.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.